Event description:
It was reported that during a pulsed field ablation procedure, while the sheath was advanced into the groin, the physician noted that the deflection was off and not in a neutral position. The sheath was pulled back and the pressure held. It was noted when the neutral deflection indicators were lined up on sheath handle, there was significant deflection of the sheath. The sheath was replaced to resolve the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 10fcc13 sheath of lot number 0012411157 was returned and analyzed. Visual inspection of the handle area was performed. The inspection identified a kink at the side port tube. Visual inspection of the shaft area was performed. The inspection identified a kink on the shaft at approximately two inches from the tip. The dilator was not returned. The steering mechanism and deflection test were performed, no anomaly was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.